Event description:
It was reported that concerns were raised regarding a potential micro-dislodgement of this left ventricular (lv) lead following a patient's fall. Technical services (ts) reviewed the event and indicated that loss of capture (loc) was suspected; however, no pacing inhibition or asystole was observed. Additionally, ts noted an increase in pacing thresholds and a rise in lv pacing impedance measurements from 450 ohms to 650 ohms, while remaining within the normal range. Ts recommended further lead evaluation in the clinic. No adverse patient effects were reported. This lv lead remains in service.